Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device halts upon using. The event occurred during operation and they were not able to get a proper harvest. An additional graft was needed. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device halts upon using. The device has been repaired in (B)(6) 2016, (B)(6) 2012, / (B)(6) 2011, and (B)(6) 2010 in maintenance and repair. Overall the device has been used 503 times. On (B)(6), 2017, it was clarified that the device did not hold power enough to get a proper harvest and therefore it has been sent to repair. The graft harvest was not usable and an additional graft harvest was required. The blade was properly placed for use. An alternate device was used and there was no harm/injury to the operator. There was no patient harm/injury associated with the report and the surgery was completed with a delay with unknown delay but less than 30 minutes. No medical intervention/additional surgical procedure was required in the event and the surgical technique for the product was utilized. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was(B)(6), 2016 where it was reported that the device was not working properly and the motor, handpiece switch, lever, reciprocating arm and all wearing parts were replaced. This is not a related issue. Initial qa inspection of the electric dermatome by medicrea on (B)(6), 2017 revealed that the motor was out of tolerance at 8,500 rpm instead of 6,500 rpm. The reciprocating arm and aluminum lever were worn. The control bar and the thickness control shaft input test was not conformed. The lever etched is an older version. Repair of the electric dermatome was not performed by medicrea since the customer asked for the unit to be destroyed. The reported event was confirmed since during initial inspection the motor was out of tolerance. The root cause of the device halting was due to the motor being out of tolerance. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.